Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted particulate matter inside the fluid path. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a small volume intermate. This occurred before use after the device was compounded with colistimethate. No patient involved. No additional information is available.